Manufacturer narrative:
The device intended for use in treatment was returned for evaluation, establishing a relationship between the event reported. A visual inspection reported defects to the outer case, the functional evaluation confirmed that the device would not start and was unable to operate on mains power or re-charge the battery, with the root cause identified as a defective component on the main circuit board. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instance which are being monitored to determine if additional corrective actions are required, however this investigation is now complete. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection reported defects to the outer case. The functional evaluation confirmed that the device would not start and was unable to operate on mains power or re-charge the battery, establishing a relationship with the event reported. The root cause was identified as a defective component on the main circuit board. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances in the past three years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
Complications during treatment have been reported for this failure mode, such as use of an alternative or competitor device to complete the procedure. As a result, this malfunction may necessitate an alternative treatment if the malfunction were to recur. This alternative treatment is considered medical or surgical intervention to preclude permanent damage to a body structure or body function. This event is considered reportable pursuant to 21 c.f.r. 803.

Event description:
It was reported that during service evaluation the connector j13 on the main board was found broken therefore the battery cannot be recharged and the device does not start up correctly. No case involved.